Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle came off of the suture when repairing a laceration. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the account name? The account name should either be (B)(6) or (B)(6). Is the device available to be returned for evaluation? Staff discarded the device before reporting the incident to us. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify what product code that experienced the needle coming off the suture when repairing the laceration. 2. Please confirm that the lot number impacted is 100r6u. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify what product code that experienced the needle coming off the suture when repairing the laceration. 2. Please confirm that the lot number impacted is 100r6u. I can confirm that the lot number is 100r6u. The nurse gave the description of a 4-0 vicryl on ps-2, so that would match j496g. The product code I originally gave (vcp346h) was provided by someone who was not directly involved with the event, so it¿s safe to assume they were mistaken and gave me the wrong product number. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.